Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 350720; model/catalog description: artisan lead 70 cmthe explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients scs was damage following an unknown procedure and was explanted. No further information could be obtained.